Event description:
No additional info.

Manufacturer narrative:
It was reported that there was back flow. One sample model 2420-0007, lot 23105523 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with normal saline and the secondary set was primed with blue dye water. While the sets were clamped, back flow was observed. The customer complaint was verified and a quality notification was sent to the supplier. From the supplier's investigation, the check valve when inspected on the offline testers did not have the backflow failure observed. The root cause is unknown because the supplier could not confirm the failure. A device history record review for model 2420-0007 lot number 23105523 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following verbatim: according to the nursing staff, fluid was draining from the secondary into the primary, and bubbles were visible going up into the primary bag. Quote: ¿secondary line is backing into the primary. Pump seems to be working correctly and is only dripping at the set rate but you can see the secondary bag empty quickly and the primary bag filling¿ the two devices involved were an alaris 8100 pump (s/n (B)(6), asset 104348) and a 8015 pc unit (s/n (B)(6), asset 104060). I have inspected and tested both devices, including the pm procedure, and have found no faults. I have the tubing but didn¿t test it, as I want to leave it as-is for bd testing. I have clamped each side of the valve with hemostats per past requests. ¿ what is the product code associated with the reported back check valve failure? 2420-0007. ¿ is the lot number for this product known? Probably (10)23105523 but bd will need to confirm that when I send in the tubing. ¿ is the incident sample available for return? Yes. ¿ was there any harm or impact to the patient? ¿it doesn¿t appear that there has been any harm to the patient, but they are intubated and sedated so it would have been hard to know if they had any discomfort while things were being infused. I put unkown on my psls, but there has been no obvious impact.¿ ¿ what medications were being infused when the incident occurred? (Secondary: 20mmol kcl in 50ml; primary: 1l lactated ringer¿s injection usp) ¿through the line in question, the patient had just received piperacillin tazo, right before the potassium chloride so I imagine it also infused into the primary line. They are all compatible. Those are the only meds I know of from right before the problem was noticed. Otherwise you would need to check with christine green who was the nurse overnight.¿ ¿ was this a "stat" medication or a routine order? Routine orders- nothing stat ¿ what was the intended volume to be infused (vtbi)? The volume of the potassium is 50ml, which should have infused over 1 hour. It was noted to be dry after 20 minutes. The ringers was set to follow at 45mls/hr. ¿ what was the total bag/bottle volume and concentration? There were infusions of fentanyl (@250mcg/hr= 25ml/hr) , propofol (@3mg/kg/hr=17ml/hr), and ns all infusing, using the same pump brain, at the same time. All were checked and infusing correctly. There was also midazolam (@4mg/hr=4ml/hr) and ns, running through a different pump altogether. ¿ how was the medication/fluid programmed into the pump? (Ex. Interoperability/barcode scanning, manually using guardrails drug library, or manually using basic infusion): the infusion would have been programmed manually, using the guardrails drug library I¿ve attached the logs and gre file.